Event description:
Pt seen for limited jaw opening. Bilateral mandibular condyle degeneration and chronic pain unresponsive to meds or physical therapy. Problems thought to be secondary to metal glenoid fossa implants which were removed 4/12/94.